Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a guidewire broken issue occurred. It was reported that at the time of opening, the ¿inserter of the vizigo breakage was found¿. The product was replaced, and the procedure was successfully completed. The procedure was completed without patient consequence. Additional information was received on 16-jun-2023. It was reported that there was no physical damage to the outer box or packaging. The device was secured properly in the tray. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. The device evaluation was completed on 20-jun-2023. A visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the guide wire was found bent; however, no broken parts were observed. The failure observed on the guidewire could be related to the issue reported by the customer. Device history record (DHR) was performed for the finished device 00002194 number, and no internal actions related to the reported complaint condition were identified. Based on the DHR, the d4. Expiration date and h 4. Device manufacture date have been updated. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 05-jun-2023. It was reported that the issue was found before any needle products were used. On 17-may-2023, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a guidewire broken issue occurred. It was reported that at the time of opening, the ¿inserter of the vizigo breakage was found¿. The product was replaced, and the procedure was successfully completed. The procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this was assessed as a guidewire broken product malfunction.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).